Event description:
The customer reports a falsely elevated architect ca 19-9 xr assay result of 157.62 u/ml on one patient sample. The customer treated the sample for heterophilic antibodies and retested the sample, which generated a result of 21.79 u/ml. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 17161m500 (list 02k91-20). An architect ca 19-9xr panel consisting of four different levels of analyte concentrations was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified atypical complaint activity for the issue under review. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were found. The customer completed troubleshooting on the patient sample and identified that it contained heterophilic antibodies. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). Patient problem code: no consequences or impact to patient (B)(6); (B)(4). (B)(6).